Event description:
It was reported that pump displayed cgm error during use of g7 sensor. There was no reported impact to the customer¿s blood glucose level. Technical support walked caller through pump reset, after which error did not recur, and advised caller to wait 20 minutes before starting sensor session, which caller understood and acknowledged.